Manufacturer narrative:
Additional suspect medical device components involved in the event: model: csk-tc10 lot: 052516 model description: csk tc electrode, 10cm quantity: one.

Event description:
Device analysis performed on the returned tcn-10 electrode showed that the epoxy was chipped out and discolored. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored. In addition the device analysis on the csk-tc10 electrode confirmed that the shaft was broken off at the hub.